Event description:
The pt experienced a shocking or jolting sensation when the stimulation was turned off. It started 2 days ago while in her recliner. It started on her left side just above the neurostimulator and went all the way to her head. It was noted that she had a laminectomy on t8-t10. She was at home in fair condition. Add'l info has been requested.

Manufacturer narrative:
(B)(4).